Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system on (B)(6) 2016. On (B)(6) 2016, the patient was hospitalized for pericardial effusion and shock due to cardiac tamponade. It was suspected that the right atrial (ra) and left ventricular (lv) leads had perforated the heart. A surgical revision was performed and the ra and lv leads were explanted. The patient experienced electromechanical dissociation and cerebral hemorrhaging following surgery and passed away. The leads are not expected to be returned. There were no allegations against the right ventricular (rv) lead and the model and serial information was not provided.